Manufacturer narrative:
The reporter declined to provide further information or contact information. No additional information is available at this time. The events of pain, bleeding, and fluid discharge are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention may have been required, although device-relatedness has not been established.

Event description:
Patient and patients' husband reported "bleeding, discharge and pain" with seri scaffold that was implanted in patients' "stomach".